Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient had cloudy effluent and peritonitis was diagnosed. On the same day the patient began treatment with ceftazidime 1 gram ip daily and cefazolin 1 gram ip daily. On (B)(6) 2010 the ceftazidime therapy was discontinued. On (B)(6) 2010, the patient began treatment with ciprofloxacin 500 mg 12/12h orally. Ciprofloxacin and cefazolin were ongoing for an additional 13 days. The event of peritonitis was resolving. Pd therapy was ongoing, with dose unchanged. The nurse stated the event of peritonitis was unrelated to pd therapy. The (home care) nurse stated the peritonitis was possibly due to intestinal malfunction that originated from contamination from the intestinal wall.